Manufacturer narrative:
The delivery device was disposed and the stent remains in the pt; therefore, no direct product analysis is possible. The manufacturing records for top assembly batch 8890487 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a stenting procedure, the express2 monorail stent dislodged from the delivery device. The lesion being treated was located in the circumflex. First, the physician tried crossing the lesion with a liberte stent delivery system but was unsuccessful. Then the physician tried to cross the lesion with the express2 monorail stent, but was also unsuccessful. While attempting to withdraw the stent, it was noted to be off of the delivery device. Angiography revealed that the express2 monorail stent was proximal to the lesion. Two attempts at snaring the stent were unsuccessful. A liberte stent was used to secure the express2 stent against the artery wall following predilation. No pt complications were reported, and pt status was reported as 'fine'.